Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that restenosis of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 99% stenosed, calcified, 4.5mm-diameter lesion in the left popliteal artery on (B)(6) 2023. Restenosis on the lesion was observed on (B)(6) 2023. Revascularization was performed on the lesion on (B)(6) 2023. The physician was unable to conclude that the oad did not contribute to the event.

Event description:
Additional information was received from the physician. During the outpatient visit on (B)(6) 2023, abrupt closure in the target lesion was observed. In the opinion of the physician, this event likely occurred prior to patient discharge from the hospital following the procedure. Thrombus aspiration and drug-coated balloon (dcb) - percutaneous transluminal angioplasty (pta) were performed on the lesion on (B)(6) 2023 followed by administration of blood thinner medication which improved restenosis. The patient was discharged without further complications. Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device possibly contributed to an abrupt vessel closure. No further information is available.

Manufacturer narrative:
Corrections: added company representative to g2. Replaced h6f code 4625 with 4641. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that abrupt vessel closure and thrombus are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).